Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not recognize the paddles lead. In this state, the need for therapy could not be determined, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control isolated the cause of the reported issue to the therapy pcb assembly. The customer declined repair of the device. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted physio-control to report that their device does not recognize the paddles lead. In this state, the need for therapy could not be determined, if needed. There was no report of patient use associated with the reported event.